Event description:
It was reported that air bubbles were observed within the canister. There was no adverse impact to the customer¿s blood glucose value. Reportedly, the customer declined troubleshooting with tandem technical support.